Manufacturer narrative:
Additional information was added to h6 and h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed a leak from the access post-pump pod. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the pressure sensor of a prismaflex st150 set during priming. There was no patient involvement. No additional information is available.